Event description:
Additional information was received from the patient. They reported that the cause of the stimulation being off was not determined. The issue was resolved on (B)(6) 2021. The patient listed the cause of the setting increasing/going back down as being 'device setting'.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they are having fecal incontinence and having more accidents. Patient saw a manufacturer representative (rep) on (B)(6) 2021. Patient said the rep told them stim was off and put the patient on program 7 at 2.1. Reviewed external device use. Patient's stim was on 2.1, patient said they thought they increased stim the other day but it must have went back down. Reviewed how to increase stim, patient was able to increase stim to where they could feel stim. Made multiple attempts to collect event date but the only answer patient provided was they started having fecal incontinence about 4 years ago which is why they got the device. Agent did not ask about the circumstances that led to the reported issue.